Manufacturer narrative:
Review of provided information and device's logs: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. During on-site visit it was observed that, along low o2 concentration, alarms indicating leakage occurred, which was is explained by the user as a result of patient trying to take the mask off. Evaluation of device's logs confirmed occurrence of mentioned alarms. Further investigation of the issue is required.

Event description:
It was reported that ventilator generated an alarm of low o2 concentration. There was no patient harm. Manufacturer's ref#: (B)(4).